Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, the image flickered, part of it became white, and then disappeared. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (the image flickered, part of it became white, and then disappeared) was confirmed due to damage on the charged coupled device (ccd) unit, scope communication error codes e216 and e237 were displayed. In addition, due to corrosion on the endoscope connector, a scope communication error code e315 was displayed. Additional evaluation findings were as follows: the nozzle had foreign objects, the bending angle in the up direction did not meet the standard value, the light guide lens and the objective lens had discoloration, the paint on the suction cylinder was peeled, the free/engage knob, the right/left knob, and the up/down knob had discoloration, the scope connector had corrosion, the universal cord had a dent, the control unit had discoloration, and the scope connector had corrosion. The adhesive on the bending section cover had a chip, and the play of the up/down knob was out of standard value. The following components had scratches: the protector of the universal cord on the control section side, the scope connector cover, the free/engage knob, the right/left knob, the plastic distal end cover, the up/down knob, the scope connector cover, the universal cord, the grip, the control unit, the switch box, and the connecting tube. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been ten years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign matter could not be determined. The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function: inspection of the spray valve function. Inspection of the water feeding function: cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: cover the spray valve hole with your finger. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.